Event description:
Healthcare professional reported "implant full fracture", "MRI showed rupture" and "[upon surgery] it was not ruptured, but had all these folds". This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant full fracture", "MRI showed rupture" and "[upon surgery] it was not ruptured, but had all these folds".

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, d6b.

Event description:
Healthcare professional reported "implant full fracture", "MRI showed rupture" and "[upon surgery] it was not ruptured, but had all these folds". This record is for the left side. Device has been explanted.